Event description:
A critically ill patient in the ICU was receiving a continuous phenylephrine infusion via a plum duo infusion pump for hemodynamic support. Immediately prior to the event, the patient was on phenylephrine at approximately 1 mcg/kg/min (16.32 ml/hr), with maps in the 60-70s. At 10:33, the infusion pump alarmed for ¿air in line" and the pump stopped the phenylephrine infusion. The rn user did not visualize any air in the tubing. The alarm could not be cleared by the rn and the device did not allow continuation/restart of the infusion or other corrective action. The rn removed the tubing and primed a new line set for the infusion. During the interruption of the vasopressor infusion, the patient developed acute hypotension, with blood pressure decreasing from 108/61 (map 77) at 1015 and 94/53 (map 65) at 10:30 to 68/34 (map 42) at 10:36. In response, a prn epinephrine IV push dose of 50 mcg was administered at approximately 10:33. After ivp epinephrine administration, the patient experienced a transient hypertensive and tachycardic response, with systolic blood pressure up to approximately 195-200 mmhg and heart rate up to approximately 190bpm, which resolved spontaneously without further intervention. After the new IV line was primed and re-inserted, the phenylephrine infusion was restarted. The patient's blood pressure stabilized to 195/135 (map 159) at 10:38 and 122/73 (map 90) at 10:45, and the phenylephrine was titrated down to pre-event infusion dose of 16.32 ml/hr.